Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, it was reported that the patient underwent revision surgery to excise the excess skin around the abutment. During this procedure the abutment was exchanged. As of reports on (B)(6) 2013, the infection has cleared. The implanted device remains.

Manufacturer narrative:
Implanted device remains.